Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Reportedly, the cartridge does not fit securely on the pump. Customer's blood glucose level was 170 mg/dl. The customer continued using the pump for insulin therapy.